Event description:
The hospital reported four patients sample positive for mycobacterium abscessus within a two-week period. All patients were asymptomatic. An olympus microbiologist contacted the hospital for additional information regarding the report and based on a conversation with the clinical manager in the facility, there was an indication that the hospital is not reprocessing the bronchoscopes according to olympus instructions per the evis exera bronchovideoscope reprocessing manual. The clinical manager does not believe that the positive samples resulted from use of the bronchoscopes, since they had this type of incident three years ago. As a result, sending the bronchoscope in for microbiological evaluation is now a part of their established procedure for investigating this type of incident.

Manufacturer narrative:
The device in question has been received and sent to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. Olympus cannot conclusively determine the cause of he users experience at this time. An olympus endoscopy support specialist (ess) has been dispatched to the facility to observe their current reprocessing practices and will conduct an in-service and provide reprocessing training to the hospital's staff. If significant and relevant information becomes available at a later date, this report will be supplemented.